Event description:
The consumer stated her tampon shredded upon removal and tampon pieces remained inside of her. She was able to remove the remaining pieces.

Manufacturer narrative:
Device history record is under review. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer returned unused product on (B)(4) 2013, however, no evaluation will be performed because product problem is already known.